Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause may be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a folfusor sv (small volume) was returned with a burst bladder. There was no patient involvement. No additional information is available.